Event description:
A patient with previous hip replacement surgery had a 7-cm piece of black foam left in the wound, which required surgery for removal. Patient recovered and is now at home, healing well.